Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that an asahi prowater 180 guide wire had a broken tip out of the package, so the device was not used. There was no patient involvement. A new asahi prowater 180 guide wire was used to successfully complete the procedure. There was no clinically significant delay in the procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: the returned device was stretched and bent at the distal end. Based on the outcomes of the investigation, it is inferred that some pulling force exceeding the product design limit might be given to the tip when it was taken out from the holder tube and/or during the handling thereafter, so that the guidewire coil was slightly stretched and the coil distal therefrom was roundly bent due to moved/dislodged coil. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. All the shipped products are inspected for appropriateness and meeting the releasing criteria during its production process. Based on the information reviewed there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch, additional information received reported that the guide wire tip was bent. The device was not separated as originally reported.